Event description:
Customer stated that they were off the insulin pump and when he started continuing with insulin pump therapy, the insulin pump alarmed failed battery test with the insertion of a new battery. Through troubleshooting the failed battery test was cleared. Customer's blood glucose reading at the time of the call was 193 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.